Manufacturer narrative:
Details of complaint: the customer reported that the display on the central nurse's station (cns) was stuck in windows desktop and was displaying a "network disconnect" error message. The cns would not fully boot into the cns software. Technical support (ts) had the customer removed the lan cable, power down the cns, then reinsert the lan cable, and the power the unit back up, which resolved the issue. No patient harm was reported. Investigation summary: the issue of the "network disconnect" error message was resolved after the customer reseated the lan cable and rebooted the system. As such, the cause of the issue is likely related to an improperly seated lan cable which connects the cns to the network. The root cause is likely related to use error relating to the cable connection. A serial number review of the reported device does not reveal additional related complaints. The complaint history review of the customer's account does not reveal trends for similar complaints.

Event description:
The customer reported that the display on the central nurse's station (cns) was stuck in windows desktop.

Event description:
The customer reported that the central nurse's station (cns) display was stuck in windows desktop.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) display was stuck in windows desktop. According to the customer, there was a "network disconnet" message at the cns and the unit would not continue to boot into the cns portion. Technical service (ts) had the customer removed the lan cable, power down the cns and then reinsert the lan cable and power the unit back up. After the reboot the cns started without further issues. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.